Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod fully extended over two years ago. The patient now presents with bones adhered to rod. The patient is growing and the rod is no longer being extended to hold them up. A revision procedure is planned for an unknown date. No additional information has been provided. Report 2 of 2.